Manufacturer narrative:
Device component code relates to device problem code for the investigation result of side car - rx pushback. A visual analysis of the returned device found the basket extended and the basket tip intact. The sheath and coil assembly was found kinked in several locations and the side car-rx (guidewire lumen) was pushed back out of specification. A functional test was performed and the basket would extend and retract; however, there was resistance due to the condition of the sheath. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the sheath kinked and side car pushback. Therefore, the most probable root cause of this complaint is "operational context" since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket would not open. Reportedly, there was no visible damage to the device, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; side car-rx (guidewire port) pushback.